Event description:
It was reported that "on (B)(6) 2012, l3-5 tlif with small xia was performed. Five months after the surgery, it was found out that the blocker came loose. Revision surgery is not planned now."

Manufacturer narrative:
Method/result/conclusion: no product was sent back for evaluation. Lot numbers of the potentially affected items were provided. All were reviewed and did not reveal relevant deviation or anomaly that would have potentially affected the product reliability or integrity. Only x-rays were reviewed showing a two level construct with quite straight rods between l3 and l5. There is no obvious evidence of blocker dislocation based on the x-rays. There is significant disc disease l3/4 l4/5 and spondylolisthesis noted. A cage is in place between l3 and l4 with no apparent bone graft inside. Comparing x-rays dated (B)(6) 2012, one would consider the loads that were likely applied at this level of the construct (l3/l4) due to the patient pathology given the cage has slightly shrunk in the endplate. The risk associated to this potential event would remain under thresholds forecasted in risk files.